Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined pacing impedance and high undefined rv coil impedance. A laser extraction occurred, and the rv lead was replaced. During the rv lead replacement procedure, the right atrial lead was adhered to the rv lead and was removed from the patient's body. The lead was tested and was noted to be functioning well before being re-implanted. No patient complications have been reported as a result of this event.